Event description:
A dental hygienist was positioning a pelton and crane cabinet mounted dental light for use when the dental light fell from the cabinet into the pts lap. There were no injuries reported.

Manufacturer narrative:
Upon visual inspection by the local pelton and crane distributor, it was determined that the set screws were not properly tightened on the helios 3000 dental light arm drop stem assembly. The function of the set screw is to prevent the stem assembly from unscrewing from the pole assembly. The device was not returned to pelton and crane but rather it was serviced and placed back in use at the doctor's office and has been tested is now functioning to mfrs specifications. A review of pelton and crane's helios 3000 dental light sop's clearly illustrates how to properly assemble the drop stem assembly. It is not known how the drop stem assembly set screws were loose at the dr's office 1 year after installation of the device.